Event description:
It was reported that there was a sudden increase in svc impedance to greater than 200 ohms, and the patient alert sounded. Also reported was that the lead showed oversensing and an elevated sensing integrity count. External emi is also suspected. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.